Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed.analysis of the device memory indicated there was a pr logic detection. Episode 1 detected sinus tachycardia due to pr logic unable to distinguish sudden onset supra ventricular tachycardia (svt). (B)(4).

Event description:
It was reported that the device detected ventricular tachycardia (vt) on an alleged supra ventricular tachycardia (svt) episode and gave inappropriate therapy. Additionally, pr-logic failed and wavelet provided no match. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.